Event description:
It was reported that "while inserting ak-01500 in our nicu it was noted that once inserted the chest tube was cracked." Additional information received states " the chest tube had to be removed and replaced as infant experienced desaturation due to re-accumulation of pneumothorax." The patient required fio2 to increase oxygen saturation. There was no patient harm or injury. The patient's current condition is reported as stable with chest tube to water seal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "while inserting ak-01500 in our nicu it was noted that once inserted the chest tube was cracked." Additional information received states " the chest tube had to be removed and replaced as infant experienced desaturation due to re-accumulation of pneumothorax." The patient required fio2 to increase oxygen saturation. There was no patient harm or injury. The patient's current condition is reported as stable with chest tube to water seal.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Regulatory affairs was contacted, and they confirmed this use of this product on an infant is considered off-label use; therefore, a customer in service was requested. Teleflex will continue to monitor and trend for reports of this nature.